Manufacturer narrative:
H.6. Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use the catheter was unable to be inserted with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from spanish to english: patient was being prepared for surgery and when the fixer was introduced in the vein, then wanted to introduce the catheter and given that the point of this was to irregulare the action, the patient was not performed as another pushed in another product.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the catheter was unable to be inserted with a bd insyte IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: patient was being prepared for surgery and when the fixer was introduced in the vein, then wanted to introduce the catheter and given that the point of this was to irregulate the action, the patient was not performed as another pushed in another product.